Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with a techstar xl 6fr. Device. The device was deployed and the needle did not present at the hub. The physician attempted to page the perclose representative for assistance, however rep was in another state and did not receive the page. Dr consulted with another physician who was an experienced user of the device. The needles were backed down and the device was redeployed. A second attempt at back down proved unsuccessful. The pt was taken to surgery for device removal and arterial repair. Surgery was successful and the pt recovered without further injury. The event was reported to the clinical marketing department and the device was collected by the perclose rep for device eval. Regrettably, the device was inadvertently lost. The event as initially reported to the clinical marketing department, was not relayed to the regulatory department and as such, not recorded in the complaint handling system. This case is in litigation and first came to the attention of corporate affairs in august 1999. The case first came to the attention of regulatory affairs in april 2000. An investigation was conducted to attempt to locate the info in co's complaint handling system and reconstruct the event through sales representative interviews. After completing the internal investigation and upon reaching the conclusion that this complaint was not initially entered into co's database, the event has been recorded in perclose's complaint handling system.